Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal pd4 1.5% therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. During a call with baxter vietnam technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis manifest by cloudy effluent. On (B)(6) 2012, the patient was hospitalized for peritonitis. On the same day, the patient started treatment with cefazolin and gentamicin for peritonitis. The cause of peritonitis was not reported. At the time of this report the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, further information was received by global pharmacovigilance (gpv) from a healthcare professional. On (B)(4) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. Should additional information be provided, another follow up MDR will be sent.